Event description:
It was reported the customer's sensor had inaccurate readings. Customer stated the sensor readings would be off by 40 to 50 points from their blood glucose readings. Customer also reported experiencing a low blood glucose of 40 mg/dl. The customer treated their blood glucose with glucose tablets and soda. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.